Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator had an erratic screen. No patient involvement. The cse inspected the device and replaced the graphic user interface (gui) lcd panel. The unit passed extended self-testing.